Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3.0mmx30mmx143cm nc quantum apex (fg coyote nc) balloon catheter was advanced for dilation. However, during third inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.